Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. As of this time, this lead remains in service. No adverse patient effects were reported. Additional information was received, this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) recommended turning the lv auto threshold on and performing a lv vector threshold test. No adverse patient effects were reported. This lv lead remains in service.